Manufacturer narrative:
Results and conclusion summation - in this case, there was no reported product deficiency. Death is a known adverse event as listed in the product risk assessment and instructions for use (IFU). Additionally, hospitalization is addressed in the risk assessment. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.75 x 15 mm xience v stent was deployed in the proximal circumflex lesion. There were no patient or product issues noted at the time of the procedure. In 2009, the patient was admitted to another facility and died the same month. No additional event or patient information is available.